Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was experience an error due to inconsistencies between the server and the station database. A technical support specialist performed a database recovery process and upgrade station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was on critical override. The customer reported that the nurse was unable to create the new patients, had difficulties in pulling/charging medications for patient and there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.